Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive total beta - human chorionic gonadotropin (bhcg) result for one patient which did not fit the clinical picture generated by the unicel dxi 800 access immunoassay system. The physician questioned the original reported result. A subsequent sample from the patient resulted within the normal reference range. The erroneous result was reported out of the laboratory. The results provided by the customer are shown. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples are collected in a bd lithium heparin pst tube and are centrifuged for 5 minutes at 5000 rpm in a swing bucket centrifuge. Customer noted that the original sample from patient was a short draw. The total bhcg qc was within customers established ranges prior to the event. Service was not dispatched for this event. Although sample handling may have been a contributing factor, no root cause could be determined for this event.